Manufacturer narrative:
This event was initially reported by the facility in report # (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received a report, upon removal of the solitaire after retrieval, it was recognized that the tip of the stent was no longer connected. Fluoroscopy showed the tip was retained in the right mca, preventing recanalization. The detached portion was able to be retrieved. The patient was undergoing thrombectomy of a right-sided middle cerebral artery stroke with complete occlusion of the right internal carotid artery and m1.